Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. A supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 140mg/dl.